Manufacturer narrative:
On december 15, 2020, the mentor failure analysis lab received the device for evaluation. On december 20, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 19, 2020, mentor became aware that as part of the patient's diagnoses of bilateral breast capsular contractures, the breasts were also observed to be the following: left breast footprint higher than the right breast and there is bilateral pseudoptosis and bilateral breast firmness. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture patient code 3191: medical device removal if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) female patient, who underwent primary breast augmentation with two 465cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii on the left and baker grade ii on the right side, post-procedure. The capsular contractures were diagnosed via visual examination. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.